Manufacturer narrative:
The reported complaint could not be confirmed. Product was tested with blade attached and irrigation present. Unit was tested at speed settings from 500 to 10,000 rpm¿s in forward and reverse, and at level 9 for oscillate for up to 5 minutes in each direction. Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did unit emit metal shavings, even at high speed settings. All functions perform as expected. No problem found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pieces of the powermax elite mdu hand control were "flying into the patient's wound" during the case. No patient injury reported